Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ customer resolved the issue by changing the infusion set and cartridge and resumed insulin.